Manufacturer narrative:
Product evaluation: analysis results are not available; evaluation of the burs is expected, but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that during a fess with image guidance 2 high speed burs broke while drilling out the frontal sinus recess; they both broke off at the shaft below the bur head. The tips fell into the nose and were retrieved with forceps. There was no patient impact.

Manufacturer narrative:
Product evaluation: 2 opened samples, part number 1883672hs, from lot number 0213763543, were received for analysis. There was a residue consistent with biological contaminants on the devices. * sample 1: visually, the inner assembly tip broke off at the spiral wrap which would have resulted in the reported event. The section measured 0.46¿ from the tip to the break point. When viewed under magnification, there was gouging of the outside diameter of the inner shaft just proximal to the tip with corresponding damage to the outer tube support area (including a thinning of the wall). The spiral wrap was twisted in on itself in a clockwise direction at the break point. The location of the break indicates a torsional load between the gouged area of the inner shaft and the spiral wrap proximal to the break. The information most likely indicates torsional load from use, combined with excess pressure, caused friction, which resulted in the gouging and subsequent break. * sample 2: visually, the inner assembly spiral wrap was deformed and broke just proximal to the tip which would have resulted in the reported event. There were no device fragments. When viewed under magnification, there was gouging of the outside diameter of the inner shaft just proximal to the tip with corresponding damage to the outer tube support area (including a thinning of the wall). The spiral wrap was twisted in on itself in a clockwise direction. The location of the deformation indicates a torsional load between the gouged area of the inner shaft and the spiral wrap proximal to the deformation. The information most likely indicates torsional load from use, combined with excess pressure, caused friction, which resulted in the gouging and subsequent deformation. If information is provided in the future, a supplemental report will be issued.